Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarms, caused by the door hooks being out of specification. The door hooks were reworked to ensure proper door function.